Manufacturer narrative:
(B)(4). Investigation results: one accumax 365 laser fiber was received for evaluation. Visual examination revealed that the exposed glass fiber tip measured approximately 1.5 mm and appeared used. Additional examination under magnification revealed that the pattern on the tip face was consistent with a fracture indicating that the tip or portion of the tip detached. There was no damage along the body of the fiber and the fiber face within the sma connector. Functional examination revealed that the ¿attach laser fiber¿ message cleared from the console after attachment indicating that the fiber was recognized by the laser. The aiming beam was bright, clear and scattered with effective transmission of 79.6%. The condition of the returned device does not confirm the event. Therefore, based on all gathered information, the reported issue was unable to be confirmed. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation on may 18, 2018 that an accumax 365 laser fiber was used during a ureteroscopy with holmium laser procedure performed on (B)(6) 2018. According to the complainant, during the procedure and outside the patient, the physician noted that there was no aiming beam from the laser fiber. Reportedly, the laser fiber was not recognized by the laser unit. The procedure was completed with another accumax 365 laser fiber. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be fine. Note: this event has been deemed an MDR-reportable event based on investigation results which revealed that the fiber tip detached.